Manufacturer narrative:
User failed to return device for routine maintenance and calibration. Routine maintenance and calibration would have prevented the event.

Event description:
Incident occurred during dr's dbs repositioning case. The microtargeting drive was mounted on a frame and the doctor was manually advancing the electrode into the brain. The doctor suddenly felt very little resistance turning the knob. The knob turned freely but the carriage stopped moving and the electrode did not advance. The doctor tried reversing the knob, but there was still no movement. The doctor also tried attaching the power assist, but there was still no movement. At that point, the drive was removed and another stereotactic positioner was used. The patient required another brain penetration as a result of the malfunction. If the user did not have another stereotactic positioner, the case would have been aborted. Attempts to obtain patient information from dr have not been successful. Should patient information be received, a follow-up report to this MDR will be filed.